Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead exhibited loss of capture and high impedance measurements. The lv lead was removed and replaced. The patient was in stable condition.